Event description:
Customer reported when the reservoir insulin to the second line the insulin pump tends to alarm no delivery. Customer stated issue has been reoccurring for a week and a half. Customer does not recall blood glucose event. Customer resolves alarm with a complete set change, unable to perform troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.